Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 27mm 2700 aortic valve, implanted in the pulmonary position, underwent a valve-in-valve after an implant duration of 22 years, three (3) months due to unknown reasons. The tpvr valve was replaced with a 29mm 9600tfx valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.